Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator's bottom half of the graphical user interface (gui) display was blank. It was reported that there was no harm or injury to the patient. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the gui printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and returned the exhalation valve, the graphical user interface (gui) printed circuit board (pcb) xena 1 and upgraded the two backlight inverters. The parts were returned for failure investigation. The gui pcb - xena I, and the backlight inverters were visually inspected and functionally tested with no anomalies observed. The exhalation valve was visually inspected and functionally tested. The fault was isolated to the exhalation seal. However, that would not be the cause of the reported event. If information is provided in the future, a supplemental report will be issued.